Event description:
It was reported that a pt needed to be revised (hip) as there had been an infection. He reportedly received a girdlestone. The initial implantation had taken place approximately a year ago.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat # 623-10-32f, lot # 33186201, description: trident 10x3 insert 32mm ID. Cat # 4845-4-205, lot # g2974176, description: abgii, modular stem. Cat # 6570-0-232, lot # unk, description: delta v-40 ceramic head 32/+4. It cannot be determined which, if any of these device may have caused or contributed to the pt's infection.